Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the surgeon was not able to move the fenestrated bipolar forceps (fbf) instrument wrists properly in the third quarter of the procedure, while the surgeon's head was in the 3d viewer. The grasping function was not available. The movements of the instrument were scale appropriate but diminished and not in the intended direction. There were no delays/lag during movements. No frictions or any collisions during the procedure. When the operation room (or) team deinstall the instrument from the arm, and observed, they noticed that the cords were broken. The device was inspected before the procedure and nothing out of the ordinary was observed. The procedure used a backup instrument to complete the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the movements of the instrument were scale appropriate but diminished. The movements were not in the opposite direction. The instrument was with broken one of the cords, so the movement related to that disc/cord was not.